Event description:
During preventive maintenance of the device, the stryker technician observed the faulty main keypad. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed the faulty main keypad. After replacing the main keypad and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: electrical problem identified section h6 results code of initial MDR should indicate: non-functional defect section h6 results code of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and observed the faulty main keypad. After replacing the main keypad and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h6 results code of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and observed the main keypad had cosmetic/aesthetics issue but was still functional. After replacing the main keypad and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The initial MDR was submitted in error as a reportable malfunction did not occur. The issue (as reported) is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety.

Event description:
During preventive maintenance of the device, the stryker technician observed the faulty main keypad. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.